Manufacturer narrative:
Block h6: block a0414 captures the reportable event of side car-rx torn material.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, after several uses of the basket, the side car-rx (guidewire port) at the tip was noted to be cracked. The procedure was completed with another same device. There were no patient complications as a result of this event.